Event description:
The reporter contacted animas on (B)(6) 2012 alleging the symbols were worn off the keypad. The reporter denied damage or response issues involving the keypad. There was no reported adverse event associated with this complaint.

Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts and a bolus button defect. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. Confirmed the symbols were worn off the ok and up arrow buttons. On testing, all the keypad buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and down arrow buttons.

Manufacturer narrative:
Follow up #2 submitted (B)(4) 2012. The narrative has been further revised to reflect a more accurate description of the investigational findings.

Manufacturer narrative:
Follow up #1 submitted (B)(4) 2012. The narrative was found to contain inaccurate information and has been updated with the correct information.

Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.